Event description:
Event reported to distributor as: a pt had been intubated and when they went to remove the stylet, part of it remained in the patient's et tube. The doctors did not notice that this piece was still in the patient as the o2 saturation levels were ok. It was then reported that the patient died. No further information available at this time.

Manufacturer narrative:
Sample will not be released by institution for manufacturer to evaluate. Teleflex medical is attempting to get a lot number and/or pictures of product to evaluate.